Event description:
Information received by medtronic indicated that the console passed the system integrity test and then received baseline flow icon; re-booted console 3 times and changed electrical and coaxial umbilicals without resolve. After tapping on check valve cv4, coaxial connector icon disappeared and the cryoablation procedure was completed. No patient complications were reported. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. For the console (B)(4), the reported issue was not reproduced during site visit. The cv4 valve was replaced as per recommendation from technical support. Check valves cv2, cv6 and cv7 were also replaced during the site visit. The reported issue has been confirmed through testing of the returned valves and through data analysis.